Event description:
The system responded with error code 3 when the handpiece was plugged into generator. The customer used a second hanpiece and completed the case with no patient consequence. The device will be returned.